Event description:
The customer reported that the ventilator fio2% reading is always 21% regardless where the fio2% setting is set at.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the gas delivery engine fixed the issue.